Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead will be reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episodes of oversensing were noted on the right ventricular (rv) lead. The lead remains in sue. No patient complications have been reported as a result of this event.